Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. All power supplies were checked and work station circuit board reseated. Alignment checked okay. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that during a procedure, the sys 9800's screen went blank after a fluoro, and then after some thirty seconds, the image returned. There was no further reported incident. There was no adverse pt involvement reported.